Manufacturer narrative:
A proper device analysis could not be completed as the device has not yet arrived to its manufacturing site. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved, we have determined that the following factors may have cause or contributed to the reported issue are known to be caused by numerous factors including, but not limited to: loading strategy, lens placement technique, accessory device support, poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.

Event description:
On (B)(6)2023, it was reported that during a planned double needle procedure, the haptic was loose and rotated where the haptic was attached to the iol. The customer used a back up lens to complete the procedure. No second surgery was needed.

Manufacturer narrative:
Description of changes: field d9: updated to "yes", checked "returned to manufacturer". Field g3: updated "date received by manufacturer" field g6: updated to "follow-up, # 1", checked "30 days". Field h2: selected "device evaluation" field h3: updated to "yes". Checked "evaluation summary attached". Field h6: added "type of investigation" code 10. Added "investigation conclusions" code 18. Field h10: added description of changes.